Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and low r wave amplitude measurements with decreased sensing. A surgical revision was performed to reposition the lead. It took 30 turns to retract the helix and 30 turns to extend it. No additional adverse patient effects were reported. The lead remains in service.